Event description:
It was reported that the device was replaced due to rotor failure. No other info was provided at the time of this report. A follow-up report will be sent if additional info becomes available to us. Per device registration system, the pump contains lioresal.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.